Event description:
Attorney called regarding an adverse event involving his client. Client had a synthes 95 degree dcs (dyamic condylar screw) plate implanted in 2002. In 2002, the plate broke and was explanted. The attorney claims the hospital was asked to hold onto the explanted plate, however the plate was destroyed by hospital. The attorney claims that hospital did not submit an MDR report as required by user facilities. The attorney does not know if the implant/explant physician submitted a medwatch report.